Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for evaluation. The device evaluation found no image. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instruction manual describes the method of detection of this issue in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. In addition, the following non-reportable malfunctions - adhesive on bending section cover had a chip due to deterioration of the adhesive from chemical stress / physical stress, physical stress had scratch on many components, wear on the angle wire led to stretching, affecting the bending angle in the up direction, did not meeting the standard value and due to damage on forceps elevator lever(sp), bending section cannot be fixed firmly were found during device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the the deflectable videoscope with no image. There were no reports of patient harm.